Manufacturer narrative:
An MDR is indicated for this complaint. It was reported that a patient was implanted with two prodisc l implants at levels l4-5 and l5-s1 on (B)(6) 2024. The patient had ongoing symptoms that were not resolved post implantation surgery. It was found that the implant at l5-s1 had migrated 3mm anteriorly. This implant was removed on (B)(6) 2025 and the patient was converted to a fusion at that level. A DHR review found no anomalies associated with the complaint. Complaint trending found that the rate of complaints is within the level outlined in the risk documentation. A review of the risk documentation found that the hazards associated with the complaint are identified and mitigated to a level where the clinical benefits outweigh the risks. The implant was returned and will be evaluated using exponent's approved prodisc l device evaluation protocol. The report will be issued under pdl-rd-0019. Additionally, imaging showed that the implant had migrated. There were no anomalies identified during the complaint investigation. The removal was completed due to on-going symptoms caused by implant migration. This report is for 1 of 3 devices involved in this event.

Event description:
A patient was implanted with two prodisc l implants at levels l4-5 and l5-s1 on (B)(6) 2024. The patient had ongoing symptoms that were not resolved post implantation surgery. It was found that the implant at l5-s1 had migrated 3mm anteriorly. This implant was removed on (B)(6) 2025 and the patient was converted to a fusion at that level.